Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
The product remained in patient for four weeks and started to grow into tissue. The device is still in the patient. Additional information has been requested but not provided by the reporter.